Event description:
Patient reported left side rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported rupture and capsular contracture baker grade unknown. Healthcare professional later reported no capsular contracture for the left side. This record is for the left side. Device was explanted.

Event description:
Healthcare professional later reported no capsular contracture for the left side. This record is for the left side. Device was explanted.